Event description:
The customer reported that the insulin pump had three motor error alarms within six weeks leading up to the call. The customer reported receiving a no delivery alarm during fill tubing, clearing that alarm, filling the tubing then receiving a motor error alarm. The customer stated that he cleared that motor error alarm and the device has been functioning ever since. The customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump unable to prime during prime/delivery test due to faulty back pressure sensor. Unable to verify no delivery alarm due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.